Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex extremity soft tissue reconstruction." It was reported subject received integra, with negative pressure wound therapy (npwt), and placement of posterior calf splint to right lower extremity on (B)(6) 2009. The subject's wound, which was on the right posterior calf, had a surgical, pressure ulcer etiology. The wound's approximate measurement was documented as 15cm length, 5 cm width, with a depth to the tendon. On (B)(6) 2009, the subject was readmitted for a scheduled secondary procedure on the target wound. A split thickness skin grant was applied with negative pressure wound therapy. On (B)(6) 2009, the subject had an adverse event of dehiscence. This event was documented as mild in severity and probably related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was office debridement and lodosorb dressing application. This event was deemed resolved on (B)(6) 2009 when the subject returned for a f/u visit. The target wound was deemed healed on (B)(6) 2009 during a f/u visit. There was a recurrence of the target wound on (B)(6) 2010. There are no add'l f/u visits available.